Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, an authorized bench technician identified that the unit failed to charge the installed battery due to a defective power pca. There was no patient involvement.